Event description:
(4/6; reference (B)(4) for all attachments and related complaints) while running a 300ml blood bag, it would never get above 100mmhg. It did the same thing with a 1 l bag. Biomed tested the tower to the unit and it seemed to be pressurizing normally, so it is believed to be the pressure chambers. Previous occurrence was documented on (B)(4); sn's were not provided and customer did not respond to follow ups for information. (B)(6). Pressure chambers- 44006693 and 44006696.

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming level 1 trauma fast flow accessories the complaint of not getting 100 mmhg was not confirmed during testing. The tank was filled with water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Check device air pressure read 5.6 psi +0.0/-0.2psi . Unknown cause of event. Tests were done at different pressures and passed. Other repairs included replacing cracked return tube. Installed tempcheck test fixture e5785 due jul 2021. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
Information was received indicating that a smiths medical fluid warmer accessory was not pressurizing above 100mmhg when using a 300ml blood bag. The same thing occurred when using a 1 l bag. Biomed tested the tower to the unit and it seemed to be pressurizing normally, so it is believed to be the pressure chambers causing the issue. There were no reported adverse events.